Event description:
The account alleges that upon full insertion of the device into the anatomy, with retroflexion of the endoscope it was noticed that the helical retractor was bent and had mucosal tissue within the coils. Bleeding was observed at the egj anatomy. The device was removed from the patient, and visual inspection of the esophagus was conducted using an upper gi endoscope. An approximate 15 cm tear in the esophageal mucosa was observed. The tif 2.0 portion of the procedure was aborted, endoscopic clips were employed to close the mucosal tearing, and the procedure was concluded.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.